Event description:
Potential actuator damage on viking m mobile lift. We have potentially affected products and have inserted the new instruction into the viking m, l, or x l mobile lift instruction guide.